Event description:
It was reported that prior to surgery, it was discovered that the tip was "broken" on the craniotome device. The planned surgical procedure was completed without delay as an identical spare device was available for use. There were no reports of patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment confirmed that the tip was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.